Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and has visualization of foam particles. In addition to above findings, contamination from tobacco was present. Power connector was destroyed. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The device was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. There is also a tobacco contamination found inside the device. The device passed all functional testing. It was determined that the device was not acceptable for use therefore the device was scrapped. If any additional information is received, a follow up report will be filed. In this report, section d - product UDI and date returned has been updated. Section e - reporter phone # has been updated. Section h - device problem code has been updated and evaluation results code has been added additional information.